Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that the threshold was exceeded. As such, a quality event was initiated for further investigation. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
The facility administrator (fa) from a hemodialysis (hd) user facility reported that a dialyzer blood leak occurred during a patient¿s hd treatment. The blood leak was noticed approximately two to two and a half hours into the treatment. Blood was observed leaking externally from the header of the device. The machine, a fresenius 2008t machine, did not alarm. There was no damage or defect noted on the dialyzer, specifically near the leak location. Fresenius bloodlines were also being used for the treatment. The patient's blood was able to be returned. Estimated blood loss (ebl) due to the leak was less than 20 ml. The fa confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for evaluation as it was reportedly discarded.

Event description:
The facility administrator (fa) from a hemodialysis (hd) user facility reported that a dialyzer blood leak occurred during a patient¿s hd treatment. The blood leak was noticed approximately two to two and a half hours into the treatment. Blood was observed leaking externally from the header of the device. The machine, a fresenius 2008t machine, did not alarm. There was no damage or defect noted on the dialyzer, specifically near the leak location. Fresenius bloodlines were also being used for the treatment. The patient's blood was able to be returned. Estimated blood loss (ebl) due to the leak was less than 20 ml. The fa confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.